Manufacturer narrative:
It was reported that the physician was unable after several attempts to find a place for the tibial cut guide to accurately sit or be placed. He finally used alignment guide to place where he thought it should be placed and made cut. The associated legion visionaire adaptive guide kit was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No prior complaints for this part as this is a patient specific device. Our investigation including an engineering evaluation by our visionaire team found that errors were made during the segmentation of the tibia. These errors would have affected block fit as described in the complaint. A relationship between the device and the reported incident or adverse event is corroborated. Consequently, the alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the physician was unable after several attempts to find a place for the tibial cut guide to accurately sit or be placed. He finally used alignment guide to place where he thought it should be placed and made cut. Delay no greater than 30 minutes was reported.